Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified alarm occurred on a homechoice device during automated peritoneal dialysis therapy. The home patient was connected at the time of the alarm. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.